Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that they experienced high blood glucose and the pump was making a grinding noise as it was rewinding. The customer's blood glucose level was almost 500 mg/dl. The customer was calling back to perform the troubleshooting. The insulin pump will not be returned for the analysis.